Manufacturer narrative:
Qn#(B)(4). The customer returned one, unopened sac set with a straight guide-wire, an introducer needle, and a one-lumen catheter for analysis. The sac set was opened to better analyze the components. Visual analysis revealed that the guide wire contained one distinct kink. Microscopic examination revealed a white stress mark on the tubing at the same location as the kink on the guide wire when fully inserted. The packaging also appeared to have a crease mark at the same location as the kink. The damage observed is consistent with defects related to shipping and handling. No other defects or anomalies were observed. The kink in the guide wire measured 148mm from the distal weld. The guide wire total length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured .51mm, which is within the specification limits of .508mm-.533mm per the guide wire graphic. A device history record review was performed, and no relevant findings to suggest a manufacturing related cause were identified. The product label/lidstock was also analyzed as part of this complaint investigation. The words "do not bend" were clearly listed at the top and bottom. The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis of the contents within the closed arterial kit revealed that the guide wire was kinked. Stress marks were also observed on the guide wire tubing at approximately the same location as the kink. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the report from the customer and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "guide of occluded catheter. Not open.". Note: prior to use on a patient during inspection/functional testing.

Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates arterial - spring wire guide kinked in package/prior to use.

Event description:
The customer reports: "guide of occluded catheter. Not open." Note: prior to use on a patient during inspection/functional testing.